Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the display on their v60 ventilator would not turn on. There was no indication of patient involvement/harm.

Manufacturer narrative:
Follow-up: conclusion / root cause: the customer complaint was caused by a shorted 12 volt supply. Replacement of the shorted cap c187(22uf 25v 20% ceramic cap) corrected the 12 volt failure on the customer returned mc board with no other errors identified. Replacement of l2 (lot code: 472) corrected the 12 volt failure on the customer returned pm board with no other failures identified. Testing was performed on this customer returned cpu pcba with no failures identified.

Manufacturer narrative:
Updated .